Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was failed the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and required maintenance. A field service engineer reseated the universal serial bus (usb) cable to the biometric identifier device, but intermittent issues persisted during testing, replaced and tested with a new cable, which showed no issues, accessed device manager and removed multiple phantom devices, then corrected network settings and rebooted the station. After post reboot, the biometric identifier functioned properly, verified functionality by running hardware test application (hta) tests, including biometric identifier, with successful results. The system functioned as intended after the field service engineer repaired the device.